Event description:
It was reported that revision surgery was performed due to a fracture of the device.

Manufacturer narrative:
Based on the striations seen microscopically fatigue was the most likely fracture mechanism.